Event description:
Surgeon was using the supersect electrode on a long turp case. At the end of the procedure, when the surgeon was removing the instrument from the pt, there was a loud pop/bang. There was no activation of the pedal or generator at this time. The bang was at the connecting part of the electrode with the working element. The electrode has a large hole blown in it, the electrical cable had burnt and melted down to the wires. There was no pt harm.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.